Event description:
Patient dislocated approximately 3 months after primary surgery. No fall or trauma reported. 36 mm +6 humeral cup and 36 mm glenosphere explanted. Replaced with a 40 mm + 6 stability humeral cup and 40 mm glenosphere with a 9mm spacer.

Manufacturer narrative:
Patient dislocation 3 months after initial implantation with no known cause. No actual, implied, or suspect link to fx product.